Event description:
It was reported that the implantable neurostimulator was explanted and replaced, due to battery depletion. Add'l info is being requested, a f/u report will be sent if add'l info is received.